Event description:
Additional information: it was reported that the patient had been on a plane to (B)(6) on (B)(6) 2014 and experienced stroke like symptoms immediately after getting off the plane. The patient was eventually transferred to a hospital where the patient was found to have an evolving large left middle cerebral artery infarction with worsening neurological symptoms. The patient was withdrawn from care on (B)(6) 2014 and subsequently expired. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
The patient's weight was not provided to the manufacturer. The exact date of death and date of event were not provided to the manufacturer. The date of death and date of event represent estimated dates based on the date the information was provided to the manufacturer. Age of device: 1 year, 4 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired with the cause of the expiration being noted as ischemic stroke/cerebrovascular accident. Further information was not made available.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.